Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The leak could be traced back to a disconnection of the blue tubing connected to the warm cardioplegia drain which led all the water in the tank to spill out of the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a water leak from the bottom of a heater-cooler system 3t . Reportedly the device was not used since maintenance performed on (B)(6) 2021.there was no report of patient/user injury.